Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The first piece measured 127.5 cm and the second piece measured 181.5 cm. The exposed glass tip measured 3 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the message read: "please connect fiber." "Applicator has been used 4 times". The reported event of the lighttrail reusable laser fiber stopped working was confirmed. The reported failure to emit laser energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector, resulting in the reported event. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail reusable laser fiber was used during a ureteroscopy with laser lithotripsy procedure to treat a stone in the mid ureter, performed on (B)(6) 2022. The laser unit used was an auriga 30 watt laser console. The laser fiber has been reprocessed two times. During the procedure, the aiming beam of the lighttrail reusable laser fiber was not functioning. After an hour of laser activation, the laser fiber suddenly stopped functioning. The laser fiber was removed and reinserted into the laser unit. No aiming beam was observed and there was no energy coming out of the laser fiber. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation findings of laser fiber broken within the connector and within the fiber body. Please see block for full investigation details.